Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that error code e03 was caused by a bad pressure sensor on the printed-circuit (cr) board. The cause of the faulty pressure sensor could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of alarm sounds was not confirmed. The device evaluation found error code for excessive pressure when inflated-ad conversion abnormal. Failure of the pressure sensor circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit had excessive pressure warning sounds, the issue was found during a therapeutic lap colectomy procedure. The procedure was completed with no delays and via a similar device. There were no reports of patient or user harm associated with this event.